Manufacturer narrative:
The pod was received undeployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. Rotational sensor abnormalities were observed in the pod data. These abnormalities led to first prime ending early and the release bar not being aligned with the firing flat of the ratchet gear at the end of second prime, preventing the needle mechanism from deploying as intended. The pod was reset, connected to an unused pdm, delivered a 5 unit bolus, and deactivated successfully. The needle mechanism fully deployed during the rerun. The rotational sensor abnormalities were replicated in the rerun data. Inspection of the drive mechanism found no deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the rotational sensor malfunctions could not be determined.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause.lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.